Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6); product type: recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, intermittent no device found message was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having issues charging their implanted neurostimulator (ins). Patient clarified that the recharger cord was getting so hot that it was burning their back. Patient initially stated the paddle is also getting hot but then later confirmed the paddle is not getting hot, just the cord. Patient also stated that they saw a message on the controller that said to call medtronic. When agent inquired event date of recharger getting hot and seeing message screen on controller when charging ins, patient stated 'it's been doing it for a couple months but I've been dealing with it because my husband read the thing and said it was suppose to do that, but it started burning my back and the message to call mdt came up but the holidays happened and now my battery (ins) is dead.' Agent had the patient reset the controller. Patient confirmed that there was no battery corrosion or loose pins in the controller battery compartment, nor any damage to the battery pack. Patient mentioned they can't see or hear and need glasses, and because of this, they have difficulties getting the battery compartment cover back on the controller. The issue was not resolved. A replacement recharger (rtm) was sent out.